Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, de novo, distal right coronary artery (rca), after pre-dilatation with a 2.0 x 10 mm non-abbott balloon, the 3.0 x 23 mm xience prime stent was deployed at 10 atmosphere (atm). Post-dilatation was completed using a 3.0 x 10 mm non-abbott balloon; however, a proximal stent edge dissection was noted. A 3.0 x 15 mm xience prime stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.